Manufacturer narrative:
Additional suspect medical device components involved in the event: model (lead): ni, serial/lot: ni, description: ni. Device has not been returned.

Event description:
A report was received that the patient underwent a lead revision procedure as the stimulation had changed.